Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic proctectomy, while attempting to clip at the inferior mesenteric artery (ima) resection, the clips did not form and remained in the u-shape. When checked the operation of the product outside of the body cavity, the same malfunction occurred. To resolve the issue, a new device was used. There was no patient injury.